Manufacturer narrative:
Product complaint # (B)(4). Batch number: p55y67. Investigation summary: the analysis results found that the ats45 device (a) was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. One picture was provided; the picture shows an anvil of a device with jaws closed and with a white reload loaded placed over tissue. A part of the cartridge can be seen outside the anvil based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Additional information received: I have since found the reason behind the misfire and reload being forced out of the jaws when closed. I met with the senior nurses to play around with scenarios and we found that if the cartridge is not loaded correctly ie the square on the side of the reload was outside the jaws not in the square placement hole in the cartridge jaw that when the jaws were closed and the trigger fired the reload would be forced out of the jaws. There is no lock out mechanism to stop the ats45 being fired when the reload is inserted incorrectly or even when there is no reload.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: patient's outcome/consequences due to this issue - patient lost 150mls of blood but is in a stable condition any changes to patient's post-op management? - no. How was the procedure completed?- the operation was converted to open and the vessels tied off with suture. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the healthcare professional¿s experience with loading the device? Was this the first firing of the device? When attempting to fire the device second time, was it on tissue? If so, was any additional intervention required? What is the current patient status?

Event description:
It was reported that the dr was attempting to divide a renal artery when the tr45w white reload slipped out of the ats45¿s cartridge jaws when closing down on the artery. The device was removed and another ats45 with a tr45w white reload was opened. When attempting to do the same thing the reload slipped out again.